Event description:
It was reported that approximately one month post implant, the patient underwent surgical revision of their catheter. During the procedure, it was noted the catheter "had multiple holes in it, causing morphine and spinal fluid to collect in the patient's abdomen."

Manufacturer narrative:
.